Event description:
Ous MDR - it was reported that approximately 55 months after the implant this device was explanted because it could not be interrogated. It happened after the patient received a shock and presented to the hospital. The explant date was not provided.

Manufacturer narrative:
The ICD was subjected to an electrical analysis. An interrogation of the device was not feasible, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to these damages of the electronic module, the device could not be interrogated properly. Based on the symptoms, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler syndrome, subclavian crush syndrome, or other lead insulation damages. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process that might be related to the observed damage symptoms. The final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. Based on the analysis, it is reasonable to assume that a damaged lead led to the clinical observation. The analysis revealed no indication of a material or manufacturing problem.